Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 27.8 mmol/l and other blood glucose was 20.8 mmol/l. The insulin pump alarmed compromised force sensor system. Customer reported that drive support cap was sticking out. The insulin pump will be returned for analysis.